Event description:
Adverse event: neurological deficit. Time of adverse event: post-procedure. Device issue: none. It was reported via a trial that 25 days post successful stent implantation in the left internal carotid artery, the pt was hospitalized with expressive aphasia and extreme fatigue that lasted 1 1/2 days. No treatment was provided. Cerebrovascular accident was ruled out and a diagnosis of transient ischemic attack vs. Seizure disorder was made. The pt's condition is improved but continuing. The pt had similar symptoms 2 years ago, and was diagnosed with seizure disorder. Though requested no additional info was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported pt effects of neurological deficit/dysfunction and additional hospitalization are known adverse events. Additionally, neurological deficit/dysfunction is listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.